Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided, and the customer went to the emergency room and was admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Customer was discharged from the ICU on (B)(6) 2025, and no permanent damage was identified. No additional patient or event information was available.